Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. It was reported that the physician's name during the procedure was dr. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the large colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The same issue happened with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 07/01/2020 as the event date is unknown. Block e1: it was reported that the physician's name during the procedure was (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned correctly attached to the device. Microscope examination was performed on the clip assembly, and it was confirmed that no discernible failures were observed. Functional evaluation was performed using a tortuous fixture, and the clip released from the catheter successfully. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to (B)(6) that two resolution clip devices were used in the large colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The same issue happened with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.